Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08578. The report was submitted in error.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the battery was drained which led to the reported issue. The battery was not a smiths medical product, no further investigation was done. No DHR done as device error was not related to a smiths medical product.

Event description:
Information received a smiths medical patient monitoring/bci capnography monitor capnocheck sleep - 9004 is making noise and shutting off on its own. No further information.